Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use the cardiosave intra-aortic balloon pump (iabp) had an aux cable that was not working. No patient harm was reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse tested the devices external input/output. The fse had no issues when connecting external cable to patient simulator. Also, the fse found nothing unusual in the logs. The fse verified unit calibrated and passed all functional and safety tests per factory specifications. The unit was then returned to customer and cleared for clinical use.